Event description:
The customer reported that the c-arm would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.